Manufacturer narrative:
On the initial MDR report subtype was selected "30 day". On the initial MDR report subtype should have been "death report". On the initial MDR "required intervention to prevent permanent impairment/damage(devices)" was incorrectly selected. On the initial MDR only "death" should have been selected.

Manufacturer narrative:
A partial lead measuring 19.1 cm was returned for analysis. External internal abrasions were noted at 14.6-14.8 cm and 14.9-15.2 cm from the connector pin, consistent with lead friction to the ICD can.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.